Manufacturer narrative:
The device was returned to zoll medical (B)(4) for evaluation and passed all testing. The device was recertified and returned to the customer. Review of the device activity logs showed that the device was powered on in manual mode and ECG leads were applied to the patient. The lead view ii shows what appears to be a ventricular fibrillation rhythm and the device prompts a life threatening vt/vf alarm to the user through the ECG leads. The leads are then removed and electrode pads are applied to the patient. However, the lead view remains in lead ii. The remainder of this case stayed in the lead ii view. The electrode pads are removed and reapplied several times in a troubleshooting effort. There is no evidence in the log that an analysis was not manually initiated. After brief trouble-shooting on the patient side with the applied pads, an AED pro was brought into the rescue. The device analyzed 4 times successfully. The first three were shock advised and escalating shocks were delivered to the patient. The fourth analysis was no shock advised as the patient's ECG had returned to a normal sinus rhythm. The investigation was closed as unsubstantiated. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant indicated that the clinician obtained an AED pro to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.